Manufacturer narrative:
(B)(4). Ez-io power driver (9058) (sn (B)(4)) was returned for evaluation. Upon receipt, the driver was visually inspected. Thermal deformation to the housing was observed which indicates the motor ran continuously for an extended period of time. When the trigger was pulled, the driver had no power. Battery voltage measured as 14.7 dc volts without being activated. Battery voltage measured as 0.0 dc volts when button was activated, and voltage reached a stable level. Stable defined as when whole numbers (e.g., 6 volts, 7 volts, etc.) Stop changing (ignoring numbers after the decimal point). Results confirm a depleted (dead) battery. The eprom is from an older 12f version chip which could not be parsed for analysis. The device history file is not available for review. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led with blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". Other remarks: a review of the certificate of conformance found that the driver passed all the release criteria. The device was released in 08/2009 and is approximately 10 years old. The customer's complaint was confirmed. The reason the driver lost power was due to battery depletion. Battery analysis has confirmed battery depletion. No corrective/preventative actions will be assigned. Although the eprom could not be parsed and analyzed, battery analysis has confirmed a depleted battery. It should also be noted the heat degradation to this driver is a strong indication the driver experienced at least one, if not more, extended run times causing critical heat buildup which was displayed in the melted casing. The failure is the result of battery depletion. No further action required. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The complaint states: I am reaching out for some guidance on an issue we have with an io driver. Today on a cardiac arrest call a crew was in the process of inserting an io when the driver died. Now I would normally associate this with the battery being dead, however, when they returned and handed me the equipment , I noticed that the top sides of the driver are melted and deformed; this leads me to believe there may have been some type of mechanical failure. It also appears that the driver shaft is misaligned and comes into contact with the top of the opening leading me to believe that something occurred inside the unit.